Manufacturer narrative:
(B)(4). Batch # u5ee1r. (B)(4). Investigation summary: the analysis results that one psee45a device was returned with no visual non-conformances and without a reload present. In addition a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: could you please provide more details for "tried to "reverse" the knife"? There is a reverse button on this psee45 device, so they pushed it, thinking that maybe knife did not returned back properly and they will do it with this manual reverse. Could you please clarify if knife was exposed? No, visually everything looked ok, but just they could not place new cartridge properly. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in weekend they were performing bariatric surgery and during by pass surgery the powered echelon did not work. She told, that firs blue cartridge was fired with no problems, but after that, they couldn't put another cartridge inside the gun. The surgeon confirmed the same information. He said they have tried to "reverse" the knife, but it was impossible to place a cartridge properly. So they took another echelon device from a new kit and continued surgery. Everything went well later.